Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion.

Event description:
It was reported that a patient has experienced post-operative migration of the heads of two oasys non-biased angle polyaxial screws at c7 bilaterally. Revision surgery has not been performed. This report will capture the second of two screws.

Event description:
It was reported that a patient has experienced post-operative migration of the heads of two oasys non-biased angle polyaxial screws at c7 bilaterally. Revision surgery has not been performed. This report will capture the second of two screws.